Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer.

Event description:
The user facility reported hemostasis imperfection during use of the angioseal sts plus. The following information was provided by the user facility: hemostasis by the device failed, manual compression was applied. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. Hemostasis was achieved by manual compression. The patient had a local site ache (tingling) at the procedure. Blood loss was reported to be less than 250cc. There was no impact to the patient.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the returned device the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.